Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas leak after 1 - 1 1/2 days of installing. Caller reported leakage also occurs if bolus is more than 6 units. The issue occurred more than once, all complaint cannulas were from the same number lot. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).